Event description:
Healthcare professional reported "when the capsule is opened, there is an extravasation of silicone gel and an alteration of the prosthesis¿. The device was explanted with capsulectomy and replaced. The capsule was sent for anatomopathological analysis which found "cicatricial collagenic shell with macrophage rearrangements such as siliconoma." Healthcare professional later reported capsular contracture. This relates to the right side.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, granuloma and capsular contracture was reviewed on august 14, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "when the capsule is opened, there is an extravasation of silicone gel and an alteration of the prosthesis¿. The capsule was sent for anatomopathological analysis which found "cicatricial collagenic shell with macrophage rearrangements such as siliconoma." Healthcare professional later reported capsular contracture, baker grade unknown. This relates to the right side. The device was explanted with capsulectomy and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "when the capsule is opened, there is an extravasation of silicone gel and an alteration of the prosthesis¿. The capsule was sent for anatomopathological analysis which found "cicatricial collagenic shell with macrophage rearrangements such as siliconoma." Healthcare professional later reported capsular contracture, baker grade unknown. This relates to the right side. The device was explanted with capsulectomy and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe. Granuloma: unable to observe. As per the investigation procedure, non-penetrating, wear abrasion and creases ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "when the capsule is opened, there is an extravasation of silicone gel and an alteration of the prosthesis¿. The capsule was sent for anatomopathological analysis which found "cicatricial collagenic shell with macrophage rearrangements such as siliconoma." Healthcare professional later reported capsular contracture, baker grade unknown. This relates to the right side. The device was explanted with capsulectomy and replaced.